Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that an error code occurred. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 02-sept-2022 via email and attached in complaint object: all issues with this device were found during testing at our facility. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the reported error code was found in the device information folder and in the pump event history logs. Root cause of the reported event is unknown, but the latch lock optic flex sensor was found to be inoperable. The latch lock flex sensor will need to be replaced. A nonconformance report (ncr) was created to investigate occurrences of latch lock sensor flex circuit issues which is ongoing. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.